Event description:
A physician reported following the intraocular lens implantation the patient had reported that he do not see anything in left eye. Additional information has been requested and received stating the procedure went well and there were no complications. The patient met discharge criteria and was discharged with post-op medications and education. It was further reported that patient had experienced corneal inflammation, and could not see his fingers when the arms were extended and could not see clearly. It was further reported that the patient needed medication to cure the inflammation. The patient has been treated by different doctors.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).